Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead high shock impedance measurements varying from 110 to 156 ohms. It was noted that rv pace impedance measurements in 500 ohms range. Technical services (ts) recommended 41j commanded shocks. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.